Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, repair of perineal rectocele, excision of epithelial inclusion, excision of r. Peritoneal lesion and drainage of l. Ovarian cyst due to sui and dysmenorrhea. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) urinary problems, bowel problems, recurrence. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, and vaginal scarring.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, dysuria and urinary tract infection.